Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the g5 mobile application was not receiving data. No medical intervention was reported. Additional event or patient information is not available.